Event description:
It was reported that non-sustained ventricular fibrillation episodes due to noise were observed via (B)(4) transmission. The patient was seen in the hospital where the events were confirmed. X-ray revealed externalized conductors. The patient no longer needed high voltage therapy and the physician elected to turn off all tachycardia therapies. The lead remains implanted. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.